Event description:
Customer reported one patient received discrepant results. The initial result was sars positive and upon repeat a few days later it was negative. No additional confirmatory testing was performed. Patient was asymptomatic. The customer also communicated additional events that occurred on the same day of testing which are captured on separate reports.

Manufacturer narrative:
Investigation conclusion: tested 5x retained and returned devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Analyzer data was obtained and analyzed as part of the investigation. Analysis did not conclude a product performance issue. Root cause: cannot duplicate with retain & return. Source: email.